Event description:
Two (B)(6) females experienced allergic reactions while using the extraction reagents in the quickvue in-line strep a test kit. The individuals developed an allergy to the reagents but unk after how may uses. Allergic reactions occurred when they just started using the kit about four months ago. Symptoms included red eyes, difficulty breathing, wheezing, and probably rapid breathing. Reagents did not come into direct contact with the individuals. One female used ventolin inhalations and arubant (also known as aerovent long-acting bronchodilators). The second female also used ventolin inhalations and stayed home for a few days until the allergic reaction passed. Both individuals are reported to have recovered from the events.

Manufacturer narrative:
These appear to be isolated events involving individuals with severe allergies. There are no known allergic issues with the kit reagents.